Event description:
Customer reported the panorama central station's wireless transceiver shut down due to a thunder storm, which may have affected telemetry monitoring. No pt injury was reported.

Manufacturer narrative:
Company rep evaluated unit. Corrections include replacement of the wireless transceiver's power supply. Communication was reestablished.